Manufacturer narrative:
This is being reported for a problem found earlier. No case logs were provided, so no investigation could be performed. When the camera is bumped, the user will be presented with a warning. When this camera bump warning is present, implant selection on the navigation page would not be possible. This is expected system functionality when the system detects the camera has been bumped. An fse was sent out to perform an aak camera test. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsus gps system, the case was aborted due to robotic error, and screws were then placed without robot.